Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had vns lead replacement surgery due to a lead fracture. The resident lead was left in place and not explanted, and a new vns lead was implanted. It is not known what caused the lead fracture to occur. The pt's seizures have also improved. As the lead was left in the pt, it will not be returned for analysis. Attempts for further info are in progress.